Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Several episodes of non-sustained right ventricular oversensing were noted on the right ventricular (rv) lead during follow-up. No intervention was performed. The patient was in stable condition. Further information was requested but not received.